Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was loose causing the pump battery to not charge which led to an unexpected pump shutdown. Customer's blood glucose level was over 600 mg/dl which was addressed by delivering a bolus. Reportedly, the customer continued to use the pump for insulin therapy.